Event description:
A surgeon reported that she has had several cases in which sutures have eroded at approximately eight months post-op and the intraocular lenses (iol) have become dislocated. The iols were sutured in the sulcus. The surgeon feels the eyelets were rough and caused the sutures to erode. This is the only case she recalls that required lens replacement. Additional information has been requested.